Event description:
This facility is reporting multiple suction liner lid failures from several different lots. This is the second report from this facility. Suction liner lids crack or implode during use. There have been no pt consequences. Facility has requested MFR send a rep to observe.

Manufacturer narrative:
In addition to the above listed lot, customer also reports a failure with lot 20120628, device MFR date 06/2012, expiration date 05/31/2015.